Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) connected remotely and confirmed the reported problem. Biomed reported that the mpdu's power lamps are off and a fault message and bypass indication were noted. Rse instructed biomed on shutting off the ups and placing it in bypass after the circuit breaker stopped tripping, and the mpdu power indicators illuminated. Both control room monitors blank and an unspecified beeping from the cabinet. Rse asked biomed to shut off both circuit breakers and the suspected issue with the single board computer. Rse advised checking the single board computer and dc power supplies. After replacing the sbc, the system booted but couldn't take x-ray exposures. After reviewing log, it indicates communication problem with the generator. Biomed restored the generator, but x-ray functions were still down, so the hospital opted not to repair it before reinstallation in a week. After repairs, system works as per specification. The codes were updated based on the investigation outcome.